Manufacturer narrative:
(B)(4). Concomitant medical products ¿ vanguard cr left femur 62.5 mm catalog 167046 lot 3166741; series a patella catalog 184786 lot 772820; vanguard e-poly bearing 10 x 75 catakig eo-189080 lot 239170. Customer has indicated that the product will not be returned to zimmer biomet for investigation as they were discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet manufactures a similar device that is cleared or distributed in the united states under PMA number k945028.

Event description:
It was reported that the patient underwent a left knee revision procedure approximately two years post implantation due to the tibial tray being too large. The tibial tray and bearing were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.